Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the event resolved without sequelae on 2013-(B)(6).

Event description:
It was reported the patient experienced a mild headache and cerebrospinal fluid leak (csf). Upon examination/palpation on (B)(6) 2013, it was noted the lumbar incision was draining clear fluid; it was leaking csf. Intervention was they infused 500 cc of intravenous fluids (ivf) on (B)(6) 2013. The patient was encouraged to increase fluids and caffeine intake. The etiology is it was related to the implant procedure. The severity was mild. The pump was delivering clonidine and bupivacaine.